Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Experienced. Where in the green gap setting scale was the indicator located prior to firing? Yes did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was a complete washer transection confirmed? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No. What was the ¿conservative treatment to stop bleeding¿? With hemostatics. Were any staple malformation issues identified at reoperation? No, but noted one vessel under the staple was bleeding. What were the preoperative and postoperative hemoglobin levels? Unknown. What is the current patient status? Stable and left from hospital.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any issues experienced with the device in the initial surgical procedure? What was the ¿conservative treatment to stop bleeding¿? Were any staple malformation issues identified at reoperation? What were the preoperative and postoperative hemoglobin levels? What is the current patient status?

Event description:
It was reported: bleeding after surgery. It was reported that during the pancreatoduodenectomy, at the night after operation, noted blood in the drainage tube of stomach, with conservative treatment to stop bleeding and with blood transfusion. After one week, noted the patient was with hemorrhagic shock, did the emergency surgery to stop bleeding, found one staple covered the venule of mucosa but still noted the pulsatile bleeder from venule, used suture to stop bleeding. The patient is stable in hospital now.